Event description:
The customer reported a leak at the bsv (blood sampling valve) involving the coulter lh 750 hematology analyzer. The customer stated that qc (quality control) results recovered high when the leak was noticed. The customer indicated that approximately 1 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the leak and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at the bsv. The fse also noticed that the rbc (red blood cell) and plt (platelet) controls were running high on the instrument. The fse found that the bsv shaft, lever, and cap was worn and proceeded to replace the bsv to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a worn bsv shaft, lever and cap. Results: bsv lever. (B)(4).